Event description:
Hill-rom received a report from the account stating the nurse call was not working. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the communication cable inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2013. It is unk if the facility performed any other preventive maintenance on this bed. The technician replaced the communication cable to resolve the issue. Based on this info, no further action is required.